Manufacturer narrative:
A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The bme reported the issue occurred directly after a new power management (pm) printed circuit board assembly (pcba) was installed. The rse determined the installed battery was from a third-party vendor and not compatible with the new pm pcba. The rse advised the customer to use only a philips-approved battery. The bme ordered a replacement battery from philips and will install it upon arrival. The customer bme reported a philips battery was installed once received and the issue was resolved. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from customer biomed reporting a continuous battery alarm on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The bme reported the issue occurred directly after a new power management (pm) printed circuit board assembly (pcba) was installed. The rse determined the installed battery was from a third-party vendor and not compatible with the new pm pcba. The rse advised the customer to use only a philips-approved battery. The bme ordered a replacement battery from philips and will install it upon arrival. The investigation is ongoing.